Event description:
Vns pt underwent explant surgery due to infection. The infection was present at both the pulse generator/pocket and lead/cervical areas. The infection was treated with antibiotics, I&d, and explant of the pulse generator and entire lead (including electrodes). Available information suggests that the infection event is most likely related to the surgical procedure and not related to the vns therapy system. Sterilization of both the lead and generator prior to distribution was confirmed.

Manufacturer narrative:
Analysis of explanted devices is not applicable to the investigation of an infection event. Vns therapy system labeling lists infection as a potential adverse event, possibly associated with surgery.